Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition.

Manufacturer narrative:
The reported field event of a battery performance alert (bpa) was confirmed. The daily battery measurement trend was reviewed. No sharp drops in battery voltage were observed and the trend and appeared normal. Clinical engineering was consulted and confirmed that the detected bpa alert was a false positive, consistent with a reset that had previously occurred, which may have removed the historical data that the bpa algorithm uses to determine if the bpa alert should be triggered.. A longevity estimation was performed based on the usage information from the session record and was found to be normal.